Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that 5 unspecified bd introsyte introducers experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, introducer needle dull/blunt and excessive blood exposure.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 unspecified bd introsyte introducers experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, introducer needle dull/blunt and excessive blood exposure.

Manufacturer narrative:
The following field was updated due to correction: h3: no. Of events summarized: 5.

Event description:
It was reported that 5 unspecified bd introsyte introducers experienced blood exposure/splash. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced hematoma, introducer needle dull/blunt and excessive blood exposure.